Event description:
Customer's mother reported hospitalization due to diabetes ketoacidosis. The blood glucose reading is 424 mg/dl. The blood glucose reading at the time of the event was over 400 mg/dl. Customer was vomiting. During troubleshooting, time and date are correct. Programming is correct. The high pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.